Event description:
This report is based on information provided by philips remote service personnel a third-party bench repair service and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that etco2 broken. The device was not in use during the time of the event, therefore no patient or user health consequences or impact occurred.